Manufacturer narrative:
On 3/16/19, it was reported to mentor that the procedure was actually breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/22/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Red material was observed within the device. Brown, white and red material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm located on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red, brown, white and red material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a saline mentor breast implants of unknown type and experienced deflation on the right breast implant. The deflation was noticed by the patient. As a result, the patient had undergone removal and replacement with mentor breast implants of unknown type on (B)(6) 2019.